Event description:
Patient reported that they were admitted to hosp in 2004 for low blood glucose (<20 mg/dl0; patient passed out and was found by relatives who called emergency medical techs. Emergency medical techs treated patient with IV dextrose, then pt was transported to hosp. Patient also reported that they had a low blood glucose (35 mg/dl) episode while driving in 2003, which almost resulted in a head-on collision (patient was treated with glucagon following this incident). Patient was still in hosp at time of report, but they expected to be released that day (2004).